Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated the device is not working for her. Patient said she charges before bed and when she gets up in the morning she is having so much pain on her back which is what it is supposed to take care of. Patient stated this all started maybe in the last 6 weeks. Patient mentioned she used to charge every 2 days and now it barely lasts over the night, pt states this has changed in the past few months. Patient also mentioned the battery is in the orange line. Patient has always been in group b and has never changed to a or c. Patient switched to group a and increased stim to 4. 8 and said she doesn't feel anything in her back. Patient service specialist (pss) advised to increase to a comfortable level. Patient increased to 5. 9 and said her legs started to tingle but she didn't feel any stim. Patient then said she has had this low back pain that doesn't bother her but she can't stand it. Patient service specialist asked if patient was feeling stim in the small of her back and patient said no, she just feels stim in her legs. The issue was not resolved through tro ubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.